Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure the left ventricular lead was implanted. Post procedure chest x-ray revealed left ventricular lead dislodgement. Elevated left ventricular lead thresholds were noted upon interrogation. The lead was repositioned successfully. The patient was stable.